Event description:
Pt underwent cataract surgery on 2000, and implantation of a staar model aa4203vf intraocular plate lens. The lens was inserted into the eye and tore. The lens was properly loaded and it ejected in a controlled manner. The dr cut the lens to remove it and the posterior capsule tore. A subsequent vitrectomy was performed and there was no pt injury. The dr used a back-up lens.